Manufacturer narrative:
A review of the device history record and UDI are in-progress. The actual complaint product was not returned for evaluation. All information reasonably known as of 16 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, potential lung placement and pneumothorax in a patient with a tracheostomy. The customer provided images of the tube placement and asked whether it could indicate lung placement. They reported that the patient experienced significant coughing during the procedure and subsequently developed a pneumothorax. Additional information received on (B)(6) 2026, reported ¿patient returned from surgery. Unsure if patient had feeding tube insertion attempt in o.r. Patient¿s oxygen levels dropping intermittently during tracheostomy suctioning prior to feeding tube insertion attempt. Attempt to place feeding tube at bedside with guidance of cortrak eas. Procedure aborted. Approximately, 40 minutes later there was pneumothorax and chest tube placed.¿ the pneumothorax occurred in the right lung. The facility performs an x-ray to verify placement.